Event description:
A customer reported receiving a "replace sensor" message from the freestyle libre 2 sensor on the morning of (B)(6) 2022. The customer experienced convulsions and loss of consciousness and was taken to the emergency room where a reading of 40 mg/dl was obtained. The customer was treated with glucagon injection. Later that night, the customer reported experiencing convulsions and loss of consciousness with a reading of 22 mg/dl obtained on the hcp meter. The customer required treatment of glucagon injection and was reportedly released the next day. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. The reported product is not expected to be returned as reporter indicated the device was discarded. Therefore, no further investigations planned. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.